Manufacturer narrative:
(B)(4).

Event description:
The health care professional reported injecting evolysee form into the midface and nasolabial folds. Approximately five (5) days post injection, the patient experienced swelling and was advised to take steroids to treat the swelling. The patient is scheduled to have the product dissolved.